Event description:
It was reported the patient's cervical scs system was explanted due to an infection found at the lead insertion site. The patient stated that pus was noticed on (B)(6) 2011 at the lead insertion site on the patient's neck. The patient stated that following the explant the patient was in the care of an infectious disease doctor, and was treated with antibiotics using a PICC line. The patient stated that the infection was confirmed to have been cleared and antibiotics were completed in (B)(6) 2012.

Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results - review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.